Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unexpected pump error 25 alarms noted while monitoring and pump error 25 was triggered when the lithium backup battery was less than 3.50 volts for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for two days with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly stained serial number label.

Event description:
Customer reported via phone call that the insulin pump had power error alarm. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.